Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over an hour occurred on (B)(6) 2023 for transmitter with serial number: (B)(4). However, transmitter with serial number: (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share log was performed and the probable cause was confirmed because a loss of connection was found for serial number: (B)(4). The allegation was confirmed. The probable cause was the patient closed the mobile app. No injury or medical intervention was reported.